Manufacturer narrative:
G4: 13may2020. B4: 14may2020. The customer confirmed the issue was resolved by replacing the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the main led (light emitting diode) light is faded out. There was no patient involvement or user harm reported.